Event description:
A us distributor returned an electrode belt was unable to complete incoming functionality testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) has been confirmed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The ECG "a&b" cable was pulled from strain relief at the dn, damaging wires in the cable. Additionally, the agnd line between ECG c & ECG d in ECG "c&d" cable was open. The root cause for the strained and open cables/wires was excessive force. No adverse event resulted from the damaged belt.